Manufacturer narrative:
Device evaluation: the device was returned in a plastic pouch. The outer box, pouch and tray were not returned for analysis. The pieces of information reported on the luer are consistent with the complaint form report. A visual and a tactile inspection was carried on the device with the following results: the balloon was broken, the guidewire tube was broken, the proximal end of the guidewire tube was highly stretched. The detached part of the balloon and the tip were returned separately, the distal marker was returned separately. The device was covered by hardened blood. Considering the condition of the returned device, no further tests were conducted on the device.

Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to treat a lesion using admiral xtreme and it was reported that the balloon burst (circumferential/radial) during inflation in case and the "end of the balloon separated" and the surgeon had difficulty removing the fragment which was successfully removed. Additional details were unavailable including exact date and patient information. Balloon was presented to writer more than two weeks after issue occurred. No patient injury or clinical sequelae reported for this event.